Event description:
Boston scientific received information that the patient with this device was seen clinically for a routine follow-up and reported they had received a device shock two days prior. Additionally, an error code was observed during the interrogation. Boston scientific's internal technical services reviewed system performance, confirming a shock; however, likely it was inappropriate therapy due to system oversensing during the episode. The observed error code was noted as a patient data (pd) error and would self correct with no system performance issues resulting. The ts consultant recommended changing the sensor vector configuration and additionally commented the patient should return for an ett (exercise threshold test). No adverse patient effects were reported or resulted, from the inappropriate therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The unit has been archived as meeting specifications.

Event description:
Boston scientific received information that the patient with this device was seen clinically for a routine follow-up and reported they had received a device shock two days prior. Additionally, an error code was observed during the interrogation. Boston scientific's internal technical services reviewed system performance, confirming a shock; however, likely it was inappropriate therapy due to system oversensing during the episode. The observed error code was noted as a patient data (pd) error and would self correct with no system performance issues resulting. The ts consultant recommended changing the sensor vector configuration and additionally commented the patient should return for an ett (exercise threshold test). No adverse patient effects were reported or resulted, from the inappropriate therapy. Subsequently, this device was received post explant. No communication from the field regarding product removal. The returned device was laboratory tested per standard procedures.